Manufacturer narrative:
Report date: 27sep2021.

Event description:
The customer reported that the ventilator displayed a high blower temperature during pre-use set up. The device was being set up to provide therapy at the time the issue was found. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer advised that air inlet filter was dirty and that a 1122 high blower temperature error code could be seen in the significant event logs. The customer reported to have replaced the air inlet and fan filter. The customer then left the ventilator running for 2 hours on a lung. No alarm went off after replacing filters and the ventilator was returned to service.